Event description:
It was reported that bd alaris¿ pump module smartsite¿ infusion set had the alarm go off for air in the line. The following information was provided by the initial reporter: "it was reported that bubble in drip chamber causing pump to alarm."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 11/9/2021 h.6. Investigation: one sample (model #2426-0500) was returned by the customer. It was reported that a bubble in the drip chamber was causing the pump to alarm. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed. The set was infused with the bd alaris pump (dchu-0008) at 125 ml/hr with a vtbi of 125 ml. No air bubbles were observed in the tubing throughout the infusion and after the infusion. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 2426-0500 lot number 21093183 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of air bubbles / air in line with lot #21093183 regarding item #2426-0500. H3 other text : see h.10

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The customer's address is unknown. (B)(6) has been used as a default.

Event description:
It was reported that bd alaris¿ pump module smartsite¿ infusion set had the alarm go off for air in the line. The following information was provided by the initial reporter: "it was reported that bubble in drip chamber causing pump to alarm."